Manufacturer narrative:
Covidien service center verified that the n65 was missing segments. Replaced universal interface (ui) printed circuit board (pcb). Device passed testing. (B)(4).

Event description:
The customer reported the n65 monitor was missing segments at bottom of the screen after a few minutes of operation. No pt harm was reported.